Event description:
It was reported that after an arthroscopy, it was noticed that the biosure was used out of date (expired). The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Specifically, "do not use after the expiration date". A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found an orthopedic order form with the label of the device on it. The label is highlighted and the expiration date is also circled. The expiration is 26 jan 2021, and the order date on the form is (B)(6) 2021, which is past the expiation of the device. Data shows that products from our warehouse remain sterile after 20 years if the seals are intact. Regarding the 72202260, biosure pk 6 x 25mm, it had an expiration date of 26 jan 2021 and was implanted on (B)(6) 2021. Based on our data, it is highly likely that the product was sterile if the end-user¿s inspection of the packaging showed that the seals were intact, and it is not expected to have an adverse impact to the patient or the procedure. It is the responsibility of the end-user to confirm the expiration and integrity of the product/packaging prior to use. The impact to the patient beyond that which has already been reported is unknown. Therefore, no further clinical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.